Event description:
It was reported that abbott received a system controller, 14v batteries, 14v battery clips, and a mobile power unit (mpu) cord for an unknown reason. It was said the patient associated with these devices passed away on (B)(6) 2025. It was unclear why the devices were sent back at this time. The cause of death was said to be due to sepsis. The patient death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the 14-volt battery, lot number gx220358, was evaluated following a return for an unknown reason. The 14v battery was able to pass all functional testing. The battery went through a charge/discharge cycle and was inserted into a test universal battery charger and was accepted for charge. The battery was functionally tested with the returned system controller, returned 14v battery clip, and mock circulatory loop and was found to support the system as intended during analysis. Provided information indicated that the patient associated with these devices passed away on (B)(6) 2025. It was reported that the reason for the return was unknown. The provided cause of death was said to be due to sepsis. The patient death was not considered to be device related. Incidental findings: the 14v li-ion battery, serial (B)(6), was returned for analysis with corrosion on the j2 component. A DHR review is not required per procedure and was not performed. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clip. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.